Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent initial total hip arthroplasty. Patient presented two weeks post-op with pain after twisting coming up the stairs. The patient felt a pop in the hip. Evaluation revealed a periprosthetic femur fracture with a subsided stem. Patient underwent revision right total hip arthroplasty with open reduction internal fixation of right femur.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : 13-104052 - m/h radial solid/apx shl 52mm ¿ 109880, ep-108223 - e-poly 36mm +3 maxrom lnr sz23 ¿ 461800, 11-363661 - 36mm cocr mod hd -3mm - 475480. Reported event was confirmed by review of x-rays and operative notes provided. X-ray review notes a periprosthetic fracture with a subsided stem. Operative notes state that during surgery, a fracture hematoma was noted and evacuated. A spiral fracture was noted, consistent with the twisting motion patient reports doing on the onset of pain. Cables were placed to fix the fracture. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to twisting coming up the stairs two weeks post op. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.